Manufacturer narrative:
(B)(4). Insulin pump passed all functional testing including the displacement, operating currents, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No watchdog set test failure, and no audio/vibrate/absent alarm noted during test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had an software error detected alarm and then the clock monitor test detected a mismatch between the system clock and the watchdog clock. The insulin pump had an audio anomaly. Blood glucose value was unknown at the time of the incident. No troubleshooting was performed. The customer was advised the insulin pump will need to be replaced. The insulin pump will be returned for analysis.